Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no spi to motor pic alarms or off no power anomalies noted. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump properly received breading's from one touch ultra-link bg meter. The pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The mother states they have received spi to motor pic communication error alarm. The customer's blood glucose level was unknown. The customer's levels had been as high as 491mg/dl. The customer had treated the high with water and insulin pun. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.